Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized with a low blood glucose level of 22 mg/dl. The ems was dispatched and brought the customer to the hospital. The customer has not worn the insulin pump since it was taken off by the ems. The customer¿s blood glucose level rose to 277 mg/dl and was treated with intravenous. Blood glucose value was down to 78 mg/dl upon reaching the hospital. Customer was cold and confused. The customer also reported having inaccurate readings with the sensor. The blood glucose reading was 335 mg/dl while the sensor glucose reading was 430 mg/dl. Trouble shooting for sensor was completed and the trend was normal. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will not be returned for analysis.